Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jan-2024 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery depletion. The controller was exchanged, the new controller exhibited a display error when the ventricular assist device (vad) and batteries were connected twice, both times the display "showed no values only digits 0 and no alarms occurred" and the controller was exchanged again. The current controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Review of the manufacturing documentation for (B)(6) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing; no display errors were observed on the on the front panel window's liquid crystal display (lcd). Internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 10/aug/2023 at 01:13:23 and multiple event exceptions logged on 10/aug/2023, indicating an issue with the internal battery. In addition, log files associated with (B)(6) revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed the controller was powered up on 10/aug/2023 at 11:58:40 without a pump start and was programmed with the patient¿s parameters. This was followed by several additional controller power up events and vad disconnect alarms, likely due to troubleshooting of the controller and/or the reported controller exchange. Further review of the data log file associated with (B)(6) revealed a data point on 10/08/2023 at 12:15:20 indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. According to instruction of use (IFU), if the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. Of note, when a driveline is connected while the disabled mode is enabled the controller will power up without starting the pump and will display ¿0¿ for all parameters on the controller front panel window's lcd. As a result, the reported fault controller fault alarm event involving (B)(6) was confirmed. The reported display error event involving (B)(6) could not be confirmed. However, the secondary controller displaying ¿0¿ due to the controller connected to the monitor while in a disabled mode could have been perceived as the reported "display error". Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 2-sep-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.